Manufacturer narrative:
Additional devices involved in this event: plc201200/(B)(4), plc231000/(B)(4). UDI of rlt311413: (B)(4). (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment (great 10-11): on (B)(6) 2014, the patient underwent treatment of a 59 mm abdominal aortic aneurysm using three gore® excluder® aaa endoprostheses. On (B)(6) 2014, follow up imaging reportedly showed the aneurysm measured 60 mm. On (B)(6) 2014, follow up imaging reportedly showed the aneurysm measured 61 mm. On (B)(6) 2017, follow up imaging reportedly showed the aneurysm measured 66 mm. On (B)(6) 2017, follow up imaging reportedly showed a type ii endoleak originating from the median sacral artery off of the right internal iliac artery. The same day, an additional procedure was performed whereby transarterial endoleak repair was attempted for treatment of the endoleak. According to the report, multiple attempts were made to access the aneurysm sac; however, due to tortuosity this was not possible. It was reported an additional procedure will be performed in the future (date unknown) whereby a translumbar approach will be used to repair the endoleak. The patient reportedly tolerated the procedure.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2017, the patient underwent the translumbar embolization procedure of the type ii endoleak. The patient tolerated the procedure and discharged home after 20 hours of observational stay. On (B)(6) 2018, follow up imaging reportedly showed the aneurysm measured 68 mm. On (B)(6) 2018, follow up imaging reportedly showed the aneurysm measured 66 mm. On (B)(6) 2018, the patient underwent the translumbar embolization procedure of the type ii endoleak. The patient also experienced an acute pulmonary edema which was under medical management. The patient discharged to the rehabilitation center on (B)(6) 2018.